Event description:
On 05/18/2007, the company received a report where it was claimed that the curvature of the device did not meet specification and caused discomfort to the patient. The caller reported that the curvature was about 1 1/2" instead of 1" on the proximal end of the tube. The device is a custom tracheostomy tube manufactured according to physician specifications. The caller reported that replacement of the tube isolated the discomfort.